Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported a 57-year-old male in acute myocardial infarction cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. During placement the impella would not make the turn on the aortic arch and seemed to be stuck on something even when it was attempted to be removed. The physician was going to attempt to start over with the insertion when the patient went into complete heart block, asystole. The patient coded and CPR started, epi given and a pacer was placed left groin. After return of spontaneous circulation was achieved, the decision was made to place an intra-aortic balloon pump.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.